Event description:
It was reported to philips by a customer that the unit's central processing unit (cpu) was previously replaced, and no serial number or software options were programmed in the unit. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer reviewed information on the ventilator information screen and found the operating hours were not accurate and the software options were also missing. The customer stated that the cpu was replaced recently by a fellow technician (resigned) because of a backup alarm issue. The rse helped the customer install the avaps, cflex, and ramp options and reviewed manual procedures on reprogramming the operating hours and serial number. The customer replaced the cpu and reprogrammed the operating hours and serial number to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed. Following the repair, the device was placed back into service.